Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the xp-3000 was opened, they noticed that the rod in the clamshell was missing and it wouldn't snap onto the rail. This occurred outside the patient. Another xp-3000 was used to complete the procedure. The hospital reported no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the rod in the clamshell was missing. There were two pins missing from the mount. Due to the missing pins, the mount cannot be securely attached to the blades. Based upon the received condition of the device, the reported complaint "rod in the clamshell was missing" was confirmed. (B)(4).